Event description:
On 8/27/25 the clinic reported that the user discontinued ilet use after the cartridge malfunctioned and burst. No additional details were obtained despite three follow-up attempts with the user. No hospitalization or long-term health effects were reported.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.